Event description:
A report was received that following a previously reported revision procedure the patient experienced inadequate stimulation. Patient then underwent another revision procedure to replace the lead. No further information has been reported.

Event description:
A report was received that following a previously reported revision procedure the patient experienced inadequate stimulation. Patient then underwent another revision procedure to replace the lead. No further information has been reported. Additional information was received indicating the local representative cannot return to the clinic to collect the explanted device due to covid-19.